Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure, the bur broke. It was also reported that another bur was available to successfully complete the procedure. It was further reported that there was no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.